Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the patient presented to the emergency department with symptoms of complete heart block (rate of 37 beats/minute). Upon interrogation it was observed that the pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Urgent device replacement was recommended. Additional information received indicated that the pacemaker was explanted and replaced on (B)(6) 2025. The device was disposed of and thus is not expected to be returned. No additional adverse patient effects were reported.